Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Far-field r-wave oversensing was observed post implant procedure. It was recommended to reposition the lead to resolve the event but instead the device was reprogrammed. The patient was stable with no adverse consequences.